Event description:
The customer reported that on 1/29/98 vasoseal was used following a ptca procedure. The pt received reopro and heparin. Later that day, the pt complained of back and groin pain along with a vagal reaction. Pt received saline which brought blood pressure back to normal. Six hours later, blood pressure dropped. A CT scan revealed a retro-peritoneal bleed. The pt was given two units of blood.